Event description:
Pt in for enucleation of the right eye on 3/16/99. Physician requested 18mm implant, one was opened. Physician measured it and found to be 16mm. Then a 20mm was opened and it measured to be a 18mm (serial #49201, lot 605407). This implant was used for this pt. The actual size of the implant did not correlate with packaging info.